Manufacturer narrative:
PMA/510(k) number: k122796. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to patient contact, a small piece of the cxi support catheter's distal tip broke off before loading onto the wire. The procedure was performed using another catheter. No patient adverse effects have been reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tip of the device separated as reported. Additionally, a kink was noted a distance of 11.3 cm from the strain relief. An attempt was made to pass the wire guide checker through the proximal hub. Resistance was felt, and the wire guide was removed. An attempt was then made to pass the wire guide checker through the distal tip. A small amount of biomatter was present on the tip of the wire guide checker after passing through the proximal hub of the catheter. A second attempt was made to pass the wire guide checker through the proximal hub, and it successfully passed through the distal tip with no resistance. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode; however, all affected units were either reworked, or scrapped and not replaced. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.